Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n154988008, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Event description:
It was reported there was a volume discrepancy where the actual residual volume (arv) was 15.6ml and the expected residual volume (erv) was 1.3ml. It was noted they planned on performing a roller and dye study in the future. The patient status was noted as alive with no injury. The pump was used to deliver an unknown drug. It was unknown if there were any patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the patient's pump was not delivering medication and was explanted on (B)(6) 2014. The patient had not been receiving any of their prescribed drug and it was determined by dye study that the catheter was viable. The actions required as a result of the event included replacement. The product issue was resolved, but the cause of the issue was not determined. At a recent refill, it was found that the pump contained 15 ml of drug and should have only contained approximately 2 ml. The health care professional (hcp) performed a dye study and felt that the catheter was not damaged and determined that a pump replacement was needed. It was unknown if there were any symptoms. The pump was used to infuse fentanyl.